Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed a fracture of inner coil near is 1 end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this lead was unable to be successfully implanted due to helix retraction issues. This lead was then successfully replaced. When the lead was returned and analyzed it was found to be fractured. No adverse patient effects were reported.